Event description:
On 7th december 2023, rayner received notification from a healthcare facility in ireland of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye a piece of the lens had broken off necessitating lens explantation.

Manufacturer narrative:
The reference (B)(4), has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye a piece of the lens was observed to have broken off. The lens was explanted and exchanged within the original surgery session without any injury to the patient. The device associated with this event was discarded by the healthcare facility. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "damaged iol"; forcing a blocked injector, inadequate lubrication, inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, misuse of device, user ignores packaging labels and IFU instructions, haptic trapped/damaged on closure of cartridge, insertion of viscoelasitc through nozzle leading to inadequate amount of viscoelastic, user removes injector from trayp prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone aspheric rao600c batch 093224239 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 093224239. It is not possible to determine the cause of the damage to the lens post injection from the available information. The device has been discarded by the healthcare facility preventing any device evaluation from being performed.